Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("tip of the right essure micro-insert had perforated the uterine wall") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2007, (B)(6) 2014). Concurrent conditions included obesity, drug allergy and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine leiomyoma ("slightly enlarged, fibroid uterus"), weight increased ("weight gain / loss: gain"), arthralgia ("joint pain in hands, feet, and hips"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal, heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("severe pain during menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("extreme bloating"), allergy to metals ("nickel allergy") and dermatitis contact ("rashes or skin conditions type: rash/dry patches on skin when wearing jewelry"). The patient was treated with ibuprofen and surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy on 9-nov-15). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, uterine leiomyoma, weight increased, arthralgia, fatigue, migraine, headache, back pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, allergy to metals and dermatitis contact had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: within a few months after essure implantation, plaintiff began experiencing symptoms. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). From mr: the sonogram was obtained on (B)(6) 2015. Symptoms started when essure coils placed. From pfs: removal has cured all symptoms that existed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unsuccessful tube closure the first time. Ultrasound pelvis - in (B)(6) 2015: slightly enlarged, fibroid uterus on (B)(6) 2015: gross pathology examination of specimen removed (uterus, cervix, both fallopian tubes): the tip of the essure micro-insert implanted in the right fallopian tube was protruding into the myometrium along an area corresponding to the serosal retraction of the posterior wall. In other words, the right essure micro-insert had perforated the uterine wall. Surgical pathology report: chronic papillary endocervicitis. Endometrium showing secretory phase pattern. Myometrium with solitary leiomyoma. Benign paratubal cysts, left fallopian tube. Right fallopian tube, no additional pathologic diagnosis on (B)(6) 2015: hsg test performed having result one fallopian tube had closed but not the other; returned 3 months later, and, by then, both fallopian tubes had closed unsuccessful tube closure the first time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. On 25-jun-2018: patient "information" and lab data added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("tip of the right essure micro-insert had perforated the uterine wall") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2007, (B)(6) 2014). Concurrent conditions included obesity, drug allergy and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine leiomyoma ("slightly enlarged, fibroid uterus"), weight increased ("weight gain / loss: gain"), arthralgia ("joint pain in hands, feet, and hips"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal, heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("severe pain during menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("extreme bloating"), allergy to metals ("nickel allergy") and dermatitis contact ("rashes or skin conditions type: rash/dry patches on skin when wearing jewelry"). The patient was treated with ibuprofen and surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, uterine leiomyoma, weight increased, arthralgia, fatigue, migraine, headache, back pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, allergy to metals and dermatitis contact had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: within a few months after essure implantation, plaintiff began experiencing symptoms. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). From mr: the sonogram was obtained on (B)(6) 2015. Symptoms started when essure coils placed. From pfs: removal has cured all symptoms that existed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: unsuccessful tube closure the first time. Ultrasound pelvis - in (B)(6) 2015: slightly enlarged, fibroid uterus on (B)(6) 2015: gross pathology examination of specimen removed (uterus, cervix, both fallopian tubes): the tip of the essure micro-insert implanted in the right fallopian tube was protruding into the myometrium along an area corresponding to the serosal retraction of the posterior wall. In other words, the right essure micro-insert had perforated the uterine wall. Surgical pathology report: 1. Chronic papillary endocervicitis. 2. Endometrium showing secretory phase pattern. 3. Myometrium with solitary leiomyoma. 4. Benign paratubal cysts, left fallopian tube. 5. Right fallopian tube, no additional pathologic diagnosis * on (B)(6) 2015: hsg test performed having result one fallopian tube had closed but not the other; returned 3 months later, and, by then, both fallopian tubes had closed unsuccessful tube closure the first time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("tip of the right essure micro-insert had perforated the uterine wall") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) with pelvic pain and abdominal pain, menorrhagia ("abnormal, heavy bleeding during menstruation"), dysmenorrhoea ("severe pain during menstruation"), dyspareunia ("pain during intercourse"), back pain ("back pain"), abdominal distension ("extreme bloating"), uterine leiomyoma ("slightly enlarged, fibroid uterus"), arthralgia ("joint pain in hands, feet, and hips"), headache ("headaches") and fatigue ("chronic fatigue"). The patient was treated with surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal distension, uterine leiomyoma, arthralgia, headache and fatigue outcome was unknown. The reporter considered uterine perforation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, abdominal distension, uterine leiomyoma, arthralgia, headache and fatigue to be related to essure. The reporter commented: within a few months after essure implantation, plaintiff began experiencing symptoms. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was full occlusion of fallopian tubes. In (B)(6) 2015: ultrasound pelvis result was slightly enlarged, fibroid uterus. On (B)(6) 2015: gross pathology examination of specimen removed (uterus, cervix, both fallopian tubes): the tip of the essure micro-insert implanted in the right fallopian tube was protruding into the myometrium along an area corresponding to the serosal retraction of the posterior wall. In other words, the right essure micro-insert had perforated the uterine wall. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one year later underwent a laparoscopic total hysterectomy and bilateral salpingectomy with essure removal. Gross pathology examination revealed that the tip of the right essure micro-insert had perforated the uterine wall. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. No details on the insertion procedure were mentioned. The exact date and mechanism of the perforation is unknown. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("tip of the right essure micro-insert had perforated the uterine wall") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. B82475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3 (date of births: (B)(6) 2007, (B)(6) 2014). Concurrent conditions included obesity, drug allergy and menometrorrhagia. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, uterine leiomyoma ("slightly enlarged, fibroid uterus"), weight increased ("weight gain / loss: gain"), arthralgia ("joint pain in hands, feet, and hips"), fatigue ("chronic fatigue"), migraine ("migraines"), headache ("headaches"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal, heavy bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("severe pain during menstruation"), dyspareunia ("pain during intercourse"), abdominal distension ("extreme bloating"), allergy to metals ("nickel allergy") and rash ("rashes or skin conditions type: rash/dry patches on skin when wearing jewelry"). The patient was treated with ibuprofen and surgery (robotic total laparoscopic hysterectomy, bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, uterine leiomyoma, weight increased, arthralgia, fatigue, migraine, headache, back pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal distension, allergy to metals and rash had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, rash, uterine leiomyoma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: within a few months after essure implantation, plaintiff began experiencing symptoms. Since removal surgery, symptoms have mostly resolved, though some remain (unspecified). From mr: the sonogram was obtained on (B)(6) 2015. Symptoms started when essure coils placed. From pfs: removal has cured all symptoms that existed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: full occlusion of fallopian tubes ultrasound pelvis - in august 2015: slightly enlarged, fibroid uterus on (B)(6) 2015: gross pathology examination of specimen removed (uterus, cervix, both fallopian tubes): the tip of the essure micro-insert implanted in the right fallopian tube was protruding into the myometrium along an area corresponding to the serosal retraction of the posterior wall. In other words, the right essure micro-insert had perforated the uterine wall. Surgical pathology report: 1. Chronic papillary endocervicitis. 2. Endometrium showing secretory phase pattern. 3. Myometrium with solitary leiomyoma. 4. Benign paratubal cysts, left fallopian tube. 5. Right fallopian tube, no additional pathologic diagnosis. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record we are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: new events: vaginal haemorrhage, rash, migraine, allergy to metals, genital haemorrhage, weight increased were added. Reporter, patient demographic information, other relevant history updated. Product batch number added. Previously reported all symptoms updated. On 27-feb-2018: mr received: reporter, other relevant history updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one year later underwent a laparoscopic total hysterectomy and bilateral salpingectomy with essure removal. Gross pathology examination revealed that the tip of the right essure micro-insert had perforated the uterine wall. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. No details on the insertion procedure were mentioned. The exact date and mechanism of the perforation is unknown. Given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.